Event description:
The customer reported to olympus the start/stop button was pressed in on the evis exera iii xenon light source. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, it was revealed that the power switch could not be turned on. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power switch could not be turned on due to a mechanism failure. Additionally, a non-olympus lamp was found installed on the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear damage caused with increasing use/time. The event can be prevented by following the instructions for use which state: "¿warning¿non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.